Manufacturer narrative:
Additional information was received on feb 01, 2022 and section h11 should be reported as: the manufacturer previously received information alleging a ventilator's oxygen delivery was down. There was no harm or injury reported. The device was returned to the third party service center for further evaluation. The ventilator was evaluated by a third party field service engineer and the customer's complaint was confirmed. The device was sent for repairing. Sections d8, d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging a ventilator's oxygen delivery was down. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.